Event description:
The customer reported that screening cell #3 of biotestcell-p3 reacted positive with a patient sample. The customer suspects a low frequent antigen on cell #3 of biotestcell-p3. The sample that had caused the false positive result was sent to us for quality control, but none of the supposedly defective product was returned. At the time we received tha patient sample the allegedly defective lot of biotestcell-p3 had already expired. Nonetheless the sample was re-tested in our quality control laboratory with our retained sample of biotestcell-p3 in the 3-phase tube technique and in the tube technique with the enhancement of polyethyleneglycol (peg). We can confirm the positive reaction of customer with cell#3 of biotestcell-p3. We will initiate further tests to identify a possible antibody. Furthermore the allegedly defective product was tested with different samples and controls. All positive and negative reactions were correct. We did not observe any false positive reactions. Testing by the quality control laboratory confirmed the allegedly defective lot of biotestcell-p3 functions correctly. A review of the batch record documentation showed no irregularities which might have negatively affected the quality of the allegedly defective lot.

Event description:
The customer reported that screening cell #3 of biotestcell-p3 reacted positive with a patient sample. The customer suspected a low frequent antigen on cell #3 of biotestcell-p3. The sample that had caused a false positive test result was sent to us for quality control, but none of the supposedly defective product was returned. Upon arrival of the patient sample the allegedly defective lot of biotestcell-p3 was already expired. Nontheless the sample was retested in our quality control laboratory with our retained sample of biotestcell-p3 in the 3-phase tube technique and in the tube technique with the enhancement of polyethyleneglycol (peg). We could confirm the customer's positive reaction with cell#3 of biotestcell-p3. Furthermore the patient sample was tested with seven different red blood cells which wear the rare antigens lu:14; hut+; ya(b+); sc:2; go(a+); vw+, bg(a+) and he+. All reactions were negative. After these tests the patient material was depleted. An identification of the antibody was not possible. Testing of further antigens of cell #3 was also not possible. There are about 285 different red cell antigens, usually about 30 of them are tested. Testing of all different antigens is not possible because the corresponding antisera are not available in a satisfying quality and sufficient amount. Furthermore the allegedly defective product was tested with different samples and controls. All positive and negative reactions were correct. We did not observe any false positive reactions. Testing by our quality control laboratory confirmed the allegedly defective lot of biotestcell-p3 functions correctly.

Manufacturer narrative:
This is our initial report on this incident.

Manufacturer narrative:
This is our final report on this incident.